Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to diabetic ketoacidosis and blood glucose of 350 mg/dl, cause was unknown. Customer was treated with intravenous insulin and saline, and was released from the hospital on (B)(6) 2023 with no permanent damage. Reportedly the customer continued to use the pump for insulin therapy.